Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved in this procedure and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint ¿force bipolar instrument would not come out of the trocar¿. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.339¿ x 0.267¿ was not returned with the instrument. Common causes of the failure mode broken instrument main tube are typically attributed to the user mishandling/misuse of the device. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a dislodged proximal clevis at the distal end.

Event description:
Refer to follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the force bipolar instrument would not come out of the trocar, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument could not be removed from the trocar. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the instrument to be stuck in the trocar.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not come out of the trocar while trying to remove it from the patient. The surgeon scrubbed in and attempted to remove it with no success. The surgeon had to pull the whole trocar out of the patient and removed the stuck instrument off of the trocar. The top piece of trocar is still attached. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.